Event description:
On (B)(6) 2012, the surgeon decided to perform a revision surgery to remove and replace three of the six implants based on a CT scan taken post-op. The revision surgery was performed one day post-op. The surgeon felt that three of the ifuse implants were shorter than ideal. The surgeon replaced the three rods with longer ifuse implants. The pt did well in the early post-operative period but had some new complaints of pain in his right leg. The leg pain was treated with lyrica and has no new or increased low-back, buttock or pelvis pain.

Manufacturer narrative:
The failure mode and effects analysis and the surgeon training technique manual were reviewed. Based upon complaint info and investigation, there is not evidence to suggest that the device was out of specification. The root cause for the revision surgery was incorrect selection of the ifuse implants.